Manufacturer narrative:
The report of suspected thrombus and a specific cause for the patient's elevated lactate dehydrogenase level could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of the device - 9 months. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 due to hemolysis and abnormal pump parameters. On the day prior to the admission, the patient had been seen at the clinic with complaints of tea colored urine for 1 week. Upon interrogation of the system controller history, the lvad clinician observed elevated parameters. Laboratory tests were drawn in the clinic and the patient¿s lactate dehydrogenase (ldh) was found to be approximately 1688 u/l. Hematuria was also observed. The patient was asked to present to the emergency department (ed) where a CT scan of the head was done and showed no hemorrhage. Anticoagulants at the time were aspirin and warfarin. A heparin infusion was initiated and the patient was admitted. Due to a concern for thrombus, the patient¿s system controller log file was submitted to the manufacturer for analysis. Analysis of the submitted log file by the manufacturer¿s technical services representatives did not reveal abnormal pump function. On (B)(6) 2017, the patient underwent a pump exchange via subcostal approach. No additional information was provided.